Manufacturer narrative:
The product was returned for investigation. Based on the results of the investigation, the image disappeared during angulation in the up and down directions due to a faulty charge-coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the image disappears during angulation in the up and down directions on the bronchovideoscope due to a faulty charge-coupled device unit. There was no patient involvement.